Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the implantable cardiac monitor (icm) exhibited loss of sensing suspected due to positional change. No intervention was made, the clinic would continue to monitor the lead. No patient symptom was reported.